Event description:
Pt with intrajugular temporary cath (mahurkar) since 3/19. Cath without any problems up to this episode. Nurse went to bedside to take pt off dialysis, after pt completed 4 and a half hours of treatment. Machine alarmed, and nurse noticed catheter half way pulled out of pt. Blood was not returned to pt. Catheter removed by md. Catheter anchor hub was noted to be split in half on the underside of the catheter, which allowed the catheter to slide out. Anchor hub was still sutured to the pt when this occurred. Return to MFR to be arranged.